Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of the cycler during step 9 after ending the patient¿s pd treatment. The patient reported receiving m41 patient sensors too high warning alarms during drain 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler and was discovered in the pump module area. Fluid was discovered from the cassette. During review of the patient's treatment records it was also determined the patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The patient indicated per the treatment history they had a drain of 7052 ml during drain 2 of 5 of treatment. A review of the patient¿s treatment records identified that this drain volume is 313% of the patient's prescribed fill volume of 2250 ml. The patient was advised to discontinue the use of their cycler and contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they completed using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to be returned for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. An external visual inspection found the heater tray damaged. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The simulated treatment failed, an fc alarm occurred during fill 1. Further investigation found clogs within the hp1, hp2, and hp5 filters. Replaced the hp1, hp2, and hp5 filters and continued testing. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found on the bottom cover next to the recess underneath the pump assembly during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of the cycler during step 9 after ending the patient¿s pd treatment. The patient reported receiving m41 patient sensors too high warning alarms during drain 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler and was discovered in the pump module area. Fluid was discovered from the cassette. During review of the patient's treatment records it was also determined the patient experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The patient indicated per the treatment history they had a drain of 7052 ml during drain 2 of 5 of treatment. A review of the patient¿s treatment records identified that this drain volume is 313% of the patient's prescribed fill volume of 2250 ml. The patient was advised to discontinue the use of their cycler and contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they completed using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to be returned for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.